Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported by the patient that three infusion set tube was split. Infusion set was in use since one day. No further information was available.

Manufacturer narrative:
MDR (B)(4).device 1 of 3.